Manufacturer narrative:
The insulin pump was received with bleeding lcd glass and alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. No moisture damage was found on the electronic assembly. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not count up when filling the tubing. The customer's blood glucose level during the incident was 80 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. The customer's current blood glucose level was 295 mg/dl. Troubleshooting was performed and it was noted that the drive support cap was protruded. The customer declined troubleshooting for the high blood glucose. The device was returned for analysis.